Manufacturer narrative:
The customer's engine 44 cab caught on fire, and the autopulse platform (s/n (B)(4) was inside the truck with intense heat. The autopulse platform was inside a zoll quick carry case at the time of the fire. The customer requested zoll to evaluate the platform before placing it back into service. During device evaluation performed at zoll, the autopulse platform passed the initial functional testing. Subsequently, the autopulse platform passed an additional run-in test using the 95% large resuscitation test fixture (lrtf) with known-good batteries for 10 minutes. During further testing, the autopulse platform failed the load cell characterization test. The root cause of the noted failure was the defective load cell 2. The platform's broken enclosure and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 2 was replaced to remedy the fault. Upon visual inspection, the platform's front enclosure was observed damaged with broken screw bosses. In addition, the UDI label was scratched and worn at multiple locations. The observed physical damages appeared to be the characteristics of harsh impacts and user mishandling. The front enclosure and UDI label were replaced to address the observed issues. There were no melted plastics or damaged parts caused by the intense heat. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation performed at zoll, the autopulse platform (s/n (B)(4) failed the load cell characterization test. No patient involvement.